Event description:
It was reported that this recently implant right atrial (ra) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. A signal artifact monitor (sam) episode was stored due to the out-of-range pace impedance measurements and the minute ventilation (mv) sensor vector was switched. The presenting rhythm revealed atrial undersensing followed by inappropriate atrial pacing, as well as noise with oversensing. It was noted that the battery status was fine, however ra lead conductor fracture was suspected. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. Chest x-rays were recommended. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implant right atrial (ra) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. A signal artifact monitor (sam) episode was stored due to the out-of-range pace impedance measurements and the minute ventilation (mv) sensor vector was switched. The presenting rhythm revealed atrial undersensing followed by inappropriate atrial pacing, as well as noise with oversensing. It was noted that the battery status was fine, however ra lead conductor fracture was suspected. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. Chest x-rays were recommended. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this recently implant right atrial (ra) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. A signal artifact monitor (sam) episode was stored due to the out-of-range pace impedance measurements and the minute ventilation (mv) sensor vector was switched. The presenting rhythm revealed atrial undersensing followed by inappropriate atrial pacing, as well as noise with oversensing. It was noted that the battery status was fine, however ra lead conductor fracture was suspected. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. Chest x-rays were recommended. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried body fluid within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 195 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of out-of-range pace impedance measurements, undersensing, oversensed noise, and pacing inhibition were likely caused by the confirmed fracture.